Event description:
Information was received indicating that a smiths medical portex bivona flextend tts tracheostomy tube was observed to be slightly longer than the regular pediatric trach tube. It was reported that the patient had not tolerated them. There were no reported adverse patient effects.